Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The device electronic files from the reported event date were downloaded and reviewed by a principal research scientist. Review of the files indicated that there was a low voltage ECG signal at the start of the reported event. However, an logged an "out of memory" message prior to the user initiating synchronized cardioversion. The device logged a charge complete event followed by a charge removed event shortly after synchronized cardioversion was initialized. The charge complete and charge removed events were repeated two times without successful delivery of a shock. As such, the occurrence of the reported issue was verified. Based on the ECG signal prior to the "out of memory" event, it is likely that the low voltage ECG signal precluded the detection of the qrs complexes. Per the lifepak 20e operating instructions, if qrs complexes are not detected during synchronized cardioversion a shock will not be delivered to the patient. This is likely the root cause of the reported issue. However, due to the "out of memory" event, the ECG signal at the time of synchronized cardioversion could not be analyzed and a conclusive root cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to service at the customer.